Manufacturer narrative:
The power supply was analyzed and found to have no failure. During in-house testing the power supply was installed to pca xi system and it started-up normal. It passed communication, running fan, voltage/current checked, idle system for 30 minutes, power cycles for two hours no issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, confirmed the issue and replaced the generic power distributor (gpd) and power supply (pwr supply). The system was tested and verified as ready for use. Return material authorizations (RMA) were issued to have the intuitive products returned. However, isi has not received the products involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) the customer reported at the beginning of the procedure with the surgeon side cart (ssc) powering down by itself when connected to the system. Prior to contacting the csr, the customer had tried to change the ssc power outlet with the same behavior. The tse checked error logs and found several 40 and 40084 pointing to communication from core to ssc not being established correctly. The tse explained to the csr that the issue was most likely related to the blue fiber cables (bfc) not connected correctly on the ssc. The tse asked the csr to guide the customer to power the system down, reconnect the bfcs, hard power cycle the system and then power the system back on. They did so and nothing improved. The customer explained that the ssc did not respond to toggling the power switch nor connecting it to any other outlet. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
The generic power distributor (gpd) was analyzed and found to have power issue. During in-house testing, the printed circuit assembly (pca) technician installed the board into a system and the unit failed at start up. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.